Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a tear on the output cable. The damage that was observed did not affect the functionality of the device. This is an additional observation not related to the reported event and likely due to wear of the output cable or to the handling of the device. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the battery. The reported power switching was confirmed. Analysis of the alarm log files did not reveal any critical battery alarm triggered by the battery. The reported critical battery alarm associated with the battery could not be confirmed. The most likely root cause of the reported "toggling" can be attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited critical battery alarms and "toggling" on the controller. Log files indicated a battery issue. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a tear on the output cable. The damage that was observed did not affect the functionality of the device. This is an additional observation not related to the reported event and likely due to wear of the output cable or to the handling of the device. Log file analysis revealed that the controller in use during the event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the battery. Data log files also revealed a relative state of charge (rsoc) between 101-201 involving the battery, which is indicative of a communication error. As a result, the reported power switching and communication error events were confirmed. Analysis of the alarm log files did not reveal any critical battery alarm triggered by the battery. The reported critical battery alarm associated with the battery could not be confirmed. The most likely root cause of the reported "toggling" can be attributed to momentary disconnections between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that the battery also had a communication error.